Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown issue with the basal software of the pump. Reportedly, the basal iq software appeared to be off when it should have been on. The customer's blood glucose was 100 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.